Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer was performing a coronary exam, which was completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the ippc was causing the 240v supply fuse to open. The defective ippc was returned for analysis, and it confirmed defective power supply. To resolve the reported issue, the fse replaced the ippc with the hard disk drive. After replacement, the fse found that the 240v ac supply to the ippc was not toggling off. The fse consulted the national support specialist (nss) and tried to resolve the issue by replacing the mpd controller, but the issue persisted. Upon further troubleshooting, the fse determined that the mpdu assembly was defective and needed a replacement. The fse replaced the mpdu assembly which resolved the reported issue. After replacement of ippc, hdd, and mpdu assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.